Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, the patient was revised due to instability approximately 3 years post-op. All components were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42512100410 - psn mc ve asf l 10 mm 6-7/cd - 65417064. 42502006201 - femur cemented cruciate retaining (cr) narrow left size 7 - 64979046. 4711500396-3 - optipac 60 refob bone cmt r-3 - aw16ab0608. G2: foreign country: switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.